Event description:
It was reported during an unk procedure on the 3rd and 4th firing of the ez45g it did not cut the lung tissue adequately. The staple line was fine. Scissors were used to complete the cut line and the case was finished without incident. The instrument was discarded. There was no consequence to the pt.